Event description:
Additional information received reported that that cause of the event was unknown. The patient was reprogrammed on (B)(6) 2013 on ¿leads 1 and 4.¿ the patient was able to ¿sense again¿ and it was stated that she ¿habituated¿ to the stimulation quickly. The signs and symptoms associated with the event was more urgency incontinence. The patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation and a loss of therapeutic effect with symptoms of loss of bladder control. It was noted that the first year the patient was implanted, she felt stimulation, ¿but not much since then¿. The patient could not feel stimulation at the time of the report and had tried different programs and settings but continued to have frequency and leakage. The patient was reportedly ¿leaking all day and night and it was horrible¿. It was noted that the patient was up ¿most of the night¿. Previously however, the patient could go 2 hours before needing to use the bathroom. The reporter indicated that the patient had increased stimulation amplitude to the higher limit of 8.5v and still felt no stimulation. There was no known accident related to this event. It was noted that the patient was on a ¿low dose¿ antibiotic to curb urinary tract infections (utis) but hadn¿t taken it for 3 to 4 weeks. At the time of the report, the patient did have a urinary tract infection (uti). The reporter also indicated that ¿they had been having problems with the device not working for a few weeks¿. The patient had reportedly been hospitalized for 3 days due to surgery related to a bleeding ulcer but the issues were indicated to have started prior to the hospitalization. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. She last saw her doctor about a year ago and she decided to stop messing with any of the settings because it was no longer helping with the urinary incontinence. It gradually became less and less effective. In the beginning she was getting a little bit of help during the day, but no help at night. She was getting up four times a night and was "practically diapered." The patient also experienced a sudden onset of bowel problems. She turned stimulation off in 2013 and her bowel had gotten worse. If she did not eat anything she was ok, but the moment she ate it went right through her and she had no control. She could not make it to the bathroom and was having a bowel movement in her pants and messing herself.

Manufacturer narrative:
Product ID: 3889-28, lot# v569217, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).